Event description:
It was reported that on (B)(6) 2010, due to unstable angina, the patient underwent the index procedure with deployment of two overlapping des stents, a 3.0x28 mm promus in the proximal circumflex coronary artery and a 3.0x15 mm promus in the distal circumflex coronary artery. Post procedural residual stenosis was 20% in the proximal circumflex and 0% in the distal circumflex coronary artery with timi iii flow in both the treated lesions. On (B)(6) 2010, the patient began aspirin 325 mg. On (B)(6) 2010, the patient received a peri-procedural loading dose of the study medication clopidogrel 300 mg. On (B)(6) 2010, the patient began clopidogrel 75 mg dosing and was discharged from the index hospitalization. On (B)(6) 2010, the patient presented with exertional chest pain, associated with shortness of breath, one episode of retrosternal chest pain at rest radiating to the left shoulder. The patient was diagnosed to have in-stent restenosis of the proximal stent. The distal stent was patent. Coronary artery bypass was performed from the left internal mammary artery to the left anterior descending artery and from the radial artery to the obtuse marginal. The symptoms are considered resolved. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 3.0 x 28 mm promus is being filed under a separate MFR number. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.